Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were received and reviewed by a depuy medical professional. Review of the records confirmed device loosening. The reported metallosis was not confirmed. From a medical perspective, based on the limited information available for review, the complaint is unlikely to be product related. A complaint database search finds no additional related reports against the provided implant product and lot combination. The root cause of the device loosening is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised to address osteolysis and metallosis. Update rec¿d 02/13/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision the patient was found to have a loose femoral and tibial components. The tibial component was grossly loose from the cement mantle. Also, during broaching of the tibia, a fissure was noted. At this time the patient's patellar, insert, femoral, and tibial components are being reported. The complaint was updated on: 03/04/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.